Event description:
It was reported that the balloon burst and the catheter broke. The stenosed target lesion was located in the fistula. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured and the base of the balloon broke. The detached piece of the balloon was removed with a snare and the procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that the balloon burst and the catheter broke. The stenosed target lesion was located in the fistula. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured and the base of the balloon broke. The detached piece of the balloon was removed with a snare and the procedure was completed with a different device. There were no patient complications reported. It was further reported that the account is not 100% sure if all the pieces were removed successfully.